Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 72-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. On february 06, 2025, novocure was informed by the patient's caregiver that the patient experienced a fall on (B)(6) 2025 and sustained a laceration on the head requiring stitches. Per provided medical records, the patient presented to the emergency room on (B)(6) 2025. Reportedly, the patient felt weak and slipped with the rollator causing her to fall backwards. A laceration was present on the left parietal occipital aspect of the head. The laceration was measuring approximately 7x5 cm, presented non-bleeding and pressure dolent. The patient denied unconsciousness, nausea and headache. The laceration was rinsed and surgically treated. The stitches were planned to be removed on (B)(6) 2025. A cct/CT of the cervical spine was performed and showed no bone fracture. A sonography was also performed and was unremarkable. The patient was not hospitalized. Optune gio was temporarily discontinued. The patient planned to continue optune gio therapy after two to three weeks. In addition, the caregiver reported that the patient's previous MRI scan showed tumor progression, and that the plan was to start new chemotherapy.